Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device ripped the bladder down and perforated the bladder at the bladder neck. The surgeon put a catheter in and there was some blood in the urine, which indicated an injury to the bladder. A urologist was required to fix the perforation, and this process added 1-2 hours of surgery time. The patient will need the catheter for 2 weeks. The patient's recovery time will remain 4 weeks.